Event description:
It was reported that the system did not display any images on the monitors after booting up. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.